Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced erosion on the device pocket site. Patient was otherwise asymptomatic. Patient was picking on the wound site while sleeping and the wound was still fresh and closed with medical glue. The wound picking was deep enough for the device to slip out of the pocket and into the bed. A new device was implanted. Patient was stable prior, during and post procedure.